Event description:
On 2/22/07, medwatch uf/importer report was received. The event description is as follows: "the tip of the 5mm tenaculum instrument broke off in the pt, which required additional procedures to be done. X-ray was taken and hand assisted gel port was used to remove the broken instrument tip. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
Investigation performed indicates that the instrument used during the surgical procedure was an 8mm tenaculum forceps instrument and not a "5 mm myomectomy tenaculum" instrument as referenced on the customer's medwatch report. Further investigation revealed that a myomectomy procedure was being performed at the time of the incident, which most likely caused the customer to incorrectly refer to the instrument as a "5 mm myomectomy tenaculum". The instrument was discarded by the site, therefore, the root cause of the customer reported complaint cannot be determined. As indicated in the event description, the broken piece was successfully retrieved from the pt.